Manufacturer narrative:
This MDR is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacurer's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events.

Event description:
It was reported that the nurse inverted the device to reinfuse a pt's blood and blood escaped from the port. It appeared that the inner bag leaked into the bottle and exited when inverted. No injury or adverse consequences were reported as a result of the incident.